Event description:
The was reported that (1) device was used during a laparoscopic nephrectomy. It was reported by the affiliate that the tsw35 instrument was fired and only 2 rows of staples, stapled the tissue (no problem with cutting). A clip applier was used to complete the case. There was no consequence to the pt.